Manufacturer narrative:
Date of event: unknown. The awareness date has been used for this field. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd a-line¿ had blood coagulation problems. No serious injury or medical intervention reported.